Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported a case of trace diffuse lamellar keratitis, observed on a pt's right eye one day post lasik. Pt noted she had not filled/used steroid eye drop. Reporter indicated pt was placed on an oral steroid dose pack, and increased topical steroid eye drops. Upon follow up, reporter indicated pt issue was resolved.